Event description:
Sometime last month, pt was hospitalized for treatment of hyperglycemia. Reporter stated that the readings pt had obtained, on the suspect device, immediately preceeding hospitalization, were approx. 200 mg/dl lower than those obtained on a hospital blood glucose monitor. Reporter noted that pt was advised that she had been in ketosis for 2.5 months. Pt was reportedly treated with intravenous fluids "to flush out ketones" and remained hospitalized for 2.5 days. Reporter indicated that, one week after being released from the hospital, pt was outfitted with an insulin pump. Pt's current condition: much better. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.